Event description:
A low glucose readings issue with the adc device was reported. A customer reported receiving an unspecified low glucose reading using an abbott diabetes care (adc) application on a mobile device compared to an unknown glucose reading obtained by scan using an adc reader. It is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness, lightheadedness and loss of consciousness. It was unknown if the customer received unspecified treatment from a third-party administration. There was no report of death or permanent impairment associated with this event. Reportedly, a glucose result of 80 mg/dl was obtained from adc application on mobile device and was compared to a scan by adc reader of 429 mg/dl. Length of wear was 1 day. When the results provided were plotted on a parkes error grid, they fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor was found to be in sensor state 8 with event logs 11 and sensor state 7 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. De-cased sensor and observed poor soldering on battery upon visual inspection of the sensor¿s printed circuit board assembly (pcba); no issues were observed. Performed an source measurement unit (smu) test with connector key to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Additionally, sensor passed functionality testing indicating there were no issues with the battery; therefore, this issue is not confirmed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.